Event description:
Reporter alleged obtaining the results of 401 mg/dl and 173 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal dose of 50 units of novolin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.